Manufacturer narrative:
No patient involved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the system upon booting up was fully drained. The rad tech stated that they tried to charge and power on after about 5 hours and the system would not charge. No patient present.